Event description:
It was reported that during a lap hysterectomy procedure, the device's tissue pad fell off into the patient. The tissue pad was able to be retrieved through the trocar. The case was completed vaginally. There was no adverse consequence to the patient.

Manufacturer narrative:
Information not available, device not returned for analysis.